Event description:
It was reported that pump touchscreen was unresponsive, and patient did not want to troubleshoot these issues. There was no reported impact to the customer¿s blood glucose level. No corrective actions were taken, and CTS documented event only with no further action at this time.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.